Manufacturer narrative:
The device was returned for analysis. Visual and tactile inspection revealed no abnormalities with the hypotube shaft, outer/mid-shaft sections, or the inner lumen. Microscopic analysis of the balloon cones showed no defects. The balloon wings were tightly wrapped, evenly folded, and had not been subjected to positive pressure. The bumper tip exhibited no signs of distal tip damage. During the wire insertion test, the device was successfully loaded and tracked over a 0.0140-inch test guidewire without issue. No device-related issues were identified during the returned product analysis. Good faith effort attempts were made to try and retrieve additional details and device status regarding the reported event, such as specifically what was meant with the balloon was stuck and twisted or if the guidewire a bsc device, but further information was unable to be obtained.

Event description:
It was reported that the device froze on the wire. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. During the procedure, difficulty was encountered when attempting to advance a 0.014-inch non-boston scientific guidewire through the balloon catheter. Prior to guidewire insertion, rotation of the device had been attempted. The balloon catheter appeared visibly twisted, resulting in poor device trackability and failure to advance the guidewire. The balloon became stuck and exhibited torsion along its entire shaft. The devices were removed separately. The procedure was completed with another of same device, and no patient complications were reported.

Event description:
It was reported that the device froze on the wire. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. During the procedure, difficulty was encountered when attempting to advance a 0.014-inch non-boston scientific guidewire through the balloon catheter. Prior to guidewire insertion, rotation of the device had been attempted. The balloon catheter appeared visibly twisted, resulting in poor device trackability and failure to advance the guidewire. The balloon became stuck and exhibited torsion along its entire shaft. The devices were removed separately. The procedure was completed with another of same device, and no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details and device status regarding the reported event, such as specifically what was meant with the balloon was stuck and twisted or if the guidewire a bsc device, but further information was unable to be obtained.